Manufacturer narrative:
A device history record review was completed by our quality engineer team for provided material number 381433 and lot number 4310982. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported issue, and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.

Event description:
No additional information.

Event description:
It was reported that bd insyte autoguard catheter released prematurely. The following information was provided by the initial reporter: there are some where the cathalon got stuck inside the cap. I'm unclear if that is what they meant or not.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. E1. Address information was not provided.